Event description:
Voluntary medwatch received states that the patient presented with right ventricular lead that exhibited noise over-sensing which resulted in atrial tachy response (atr). No intervention was reported. The lead remains implanted and in service. There were no patient consequences.